Event description:
Attempting to retrieve a split thickness skin graft from pt's thigh with zimmer air dermatome. Equipment was allegedly functioning poorly, three attempts were made to remove a graft. All three split, thickness grafts were damaged beyond the ability to be used. A full thickness skin graft was then taken successfully. Result was pt had multiple graft sites before a successful retrieval --one full thickness skin graft site along with three split thickness sites.